Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open otorrino, the suture loses tension and becomes unknotted, losing the fixation point. The surgeon then used another device to resolve the issue in order to complete the case. The surgical time was extended for more than 30 minutes. There was no patient injury.